Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information:  UDI related data quality updates only field d4 was updated with full UDI information.   Updated fields.

Event description:
Hamilton medical ag received the following incident description: during preventive maintenance, ventilator is constantly alarming "disconnection from ventilator side".

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The ventilator was continuously alarming for a disconnection on the ventilator side. During preventive maintenance, attempts were made to adjust the potentiometers to zero; however, the ppat (proximal pressure) values could not be zeroed successfully. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. A replacement inspiration valve was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the inspiration valve, as no further complaints have been reported.

Event description:
Hamilton medical ag received the following incident description: during preventive maintenance, ventilator is constantly alarming "disconnection from ventilator side".

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during preventive maintenance, ventilator is constantly alarming "disconnection from ventilator side".